Manufacturer narrative:
Mml ref# (B)(4). Patient's demographic has been requested. Other device explanted. Model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient bent down while working in the garden and felt the right lead broke. The patient was unable to run therapy after. An x-ray was taken and confirmed the right lead was fractured. There was no report of patient harm or injury. The patient underwent revision surgery to replace both leads. The left lead was functional but was replaced due to one electrode having an out-of-range/high impedance. The electrode was not paired for therapy; therefore, therapy was not affected. It was replaced as a preventive. The revision was successful, and there were no reports of patient harm or injury.

Manufacturer narrative:
Mml ref (B)(4) patient's demographic added. Updated . Mainstay medical attempted to retrieve the device for analysis; however, the facility declined to return it. The alleged issue cannot be confirmed. The device manufacturing record was reviewed, and no non-conformances were found.

Event description:
It was reported that the patient bent down while working in the garden and felt the right lead break. The patient was unable to run therapy afterward. An x-ray confirmed that the right lead was fractured. Three electrodes of the left lead were found not working. The patient underwent revision surgery and both leads were replaced. Two new leads were implanted. The revision was successful, and there were no reports of patient harm or injury.